Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer replaced the single board computer printed circuit board and the ventilator worked properly.

Event description:
It was reported that a ventilator would freeze at the six images screen and had to be forcibly shut down. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.